Event description:
Us complainant reported the patient was on impella cp support. While on support, pump stop was noted on console. Nurse reported they were in the process of transitioning patient to comfort measures only. Patient expired shortly after. Nurse reported pump stop was not the cause.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella rp with smartassist system section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ impella 5.5 with smartassist & impella cp with smartassist for use during cardiogenic shock section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ impella cp with smartassist for use during cardiogenic shock and high risk cpi & impella 5.5 with smartassist for use during cardiogenic shock & impella rp smart assist system with automated impella controller & rp flex with smart assist system with automated impella controller section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation has been completed. No product was returned for analysis. The data logs showed a motor current high pump stop. There was a motor current spike with a concurrent drop in motor speed, drop in purge flow, and a rise in purge pressure. The logs showed failed restart attempts. The clinical details do not provide any additional information on pump stop but report that it did not occur during patient movement. The root cause of the pump stop was not determined as no product was returned and limited clinical information related to failure was provided.

Manufacturer narrative:
B.1 revised to add adverse event due to medical safety officer review since the previous manufacturer device report number 1220648-2025-25570 was submitted. B.2 revised to add death and date of death due to medical safety officer review since the previous manufacturer device report number 1220648-2025-25570 was submitted. B.5 abiomed's medical safety officer review was completed and information was added since the previous manufacturer device report number 1220648-2025-25570 was submitted. H.1 revised to reflect death due to medical safety officer review since the previous manufacturer device report number 1220648-2025-25570 was submitted.

Event description:
It was further reported that care was withdrawn and the patient expired. The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that there is not enough evidence to exclude the impella as an associated factor in the patient's outcome.